Manufacturer narrative:
(B)(4). A correlation between the device and the reported acute renal failure, acute cerebrovascular accident, gi bleeding, hemolysis, and suspected pump thrombus could not be conclusively determined. The product was not returned and no log files were submitted. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
A user facility report was received from the intermacs registry: "patient with active signs of pump thrombosis, was started on continuous heparin infusion but no improvement in lvad parameters. Patient was dnr."

Manufacturer narrative:
No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2015 it was reported that the patient expired with the cause of death documented as "acute renal failure, acute cerebrovascular accident, unidentified gi bleed with chronic anemia, and complicated hemolysis and pump thrombosis". Additional information was requested and it was reported that the patient experienced cola colored urine and elevated lactate dehydrogenase levels treated with heparin. The patient had a history of a previously unreported embolic cerebrovascular accident in (B)(6) 2014. The patient's international normalized ratio ranged from 1.7-2.5 when the patient presented with the embolic cerebrovascular accident. The patient's inr goal was increased to 2.0-2.5 and the patient subsequently presented with gi bleeding and coumadin therapy was held. The patient later developed the cola colored urine and elevated lactate dehydrogenase levels. It was at this time that end of life issues were discussed with the patient as he was experiencing active gi bleeding while on anticoagulation and active pump thrombus when taken off anticoagulation. The patient expired on (B)(6) 2015. No additional information was provided.